Manufacturer narrative:
It was reported that the battery was not holding charge. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual examination and functional testing. Analysis of the data log files revealed the battery discharged as expected when in use. However, several premature power switching events were recorded due to momentary disconnections involving the reported battery. This observation is most likely related to the reported battery not holding charge. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and battery. Heartware has opened an internal investigation to address momentary disconnections between the controller and battery. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The IFU and patient manual also include a warning to keep spare, fully charged batteries and back up controller available at all time. Users are instructed to return any damaged components to heartware. Users are cautioned to charge depleted batteries within 24 hours to avoid permanent battery damage and to store batteries at room temperature. Any observed damage would be mitigated by the exchange of this component for another one. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not returned.

Event description:
It was reported that the patient complained that one of their batteries exhausts its power in less than two hours. The battery was exchanged successfully with no reported patient consequences. No further information was provided.

Manufacturer narrative:
It was reported that the battery would rapidly discharge. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual examination and functional testing.  Log file analysis revealed that the battery discharged as expected when in use. As a result, the reported event could not be confirmed during bench testing; the battery performed as expected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.